Event description:
Tech alleged the head of the bed is not lowering when the cardio pulmonary resuscitation is engaged. No pt impact.

Manufacturer narrative:
The tech replaced the cardio pulmonary resuscitation valve to resolve the issue.